Manufacturer narrative:
Investigation is ongoing. The esheath was returned to edwards lifesciences for evaluation. Initial visual inspection of the returned esheath revealed delamination of the liner at the distal end, c-marker band is intact, no liner tear and two kinks approximately 0.5" and 2.5" from sheath distal tip.

Event description:
Preliminary engineering visual inspection of a returned 14fr esheath revealed delamination of the liner at the distal end. As reported by our (B)(4) affiliate, during a transfemoral approach, there were difficulties with crossing the aortic arch and the flex was not sufficient due to patient anatomy (double arch). A decision was made to retrieve the delivery system back into the 14fr esheath. The delivery got caught on the sheath tip and folded the tip. It was decided to remove the system and replace it with a commander/sapien 3 valve.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual inspection revealed the following: liner bunching and stretching observed at distal end of esheath, circumferential liner delamination (approximately 0.5¿ in length from sheath distal tip), the liner delamination (non-circumferential) continued and extended proximally for approximately 1.75¿ in length, c-marker band is intact, no liner tear, multiple kinks observed, (approximately 0.5¿, 0.75¿, 1¿, 1.75¿ and 2.5¿ from sheath distal tip) and distal tip split, approximately 0.25¿ in length. No other abnormalities observed. Functional and dimensional testing was not performed due to the condition of the returned device (sheath distal tip damaged and liner delaminated). Device photographs were provided by the facility. During review of the photos it was observed that the proximal end of delivery system appears to be caught onto the distal tip of the esheath during system removal. Review of the procedural cine images revealed liner bunching and it appeared that the c-marker band was within the sheath. During esheath manufacturing, the devices were 100% visually inspected at the shaft component level by manufacturing and 100% visually inspected with minimum 3x magnification on the final assembly by manufacturing and quality for the following: wrinkles, kinks, bends, or mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, cross linking of hdpe (blue) across liner (clear), holes, tears, or wrinkles in the strain relief, delamination, seam separation, stress lines in the liner, remnant lines (white lines) and presence of c-marker band. In addition, the sheath undergoes visual inspection with minimum 10x magnification for the following: flash and excess material, tips with serrated transition, holes, or rough surface. The esheath tip was inspected for the following: ID dimension, ID scratches in the liner expansion pathway and tears. The esheath assembly was 100% final inspected by both manufacturing and quality for following: critical dimensions such as shaft od, tip ID, working length, coating length, and strain relief length, tips inspection for serrated transition, holes, or rough surface or tears, tips inspection for flash and excess material, under minimum 10x magnification, tips inspection for presence of scoring and proper scoring on the od and ID as noted in the scoring, and distal tips inspection for scratches, tears, bubbles, and alignment. Additionally, the lot undergoes product verification testing on a sampling plan, including visual inspection for abnormalities such as liner tears, stretching unexpanded seams, and sheath tip fragments under pre- and post-expansion conditions. Based on the work order, all samples passed product verification testing. The inspections described above make it unlikely that a manufacturing non-conformance contributed to the reported event. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for the sheath distal tip damaged, sheath distal tip liner delamination, and sheath shaft kinked were confirmed based on visual inspection of the returned device, but no manufacturing non-conformities were identified. A review of the DHR, lot history, and complaint history did not reveal any indication that manufacturing non-conformance contributed to the event. A review of manufacturing mitigation further supports that the esheath shaft has proper inspections in place to detect issues related to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, there was a withdrawal difficulty due to the proximal end of delivery system getting caught on the sheath distal tip during delivery system removal. Review of the returned procedural imagery revealed multiple attempts were made to retrieve the delivery system into the sheath, but none were successful. The bunching at the distal end of the sheath further supports that the delivery system likely became stuck during removal. The training manual instructs the user not to attempt withdrawal multiple times through the sheath, as this may result in damage, and instead to remove the thv delivery system together with the sheath as a single unit if necessary. The multiple attempts and additional pull force applied to overcome the withdrawal difficulty likely damaged the sheath distal tip, delaminating the liner, and subsequently kinked the sheath. No labeling or IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limits for the applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.